Event description:
It was reported that during a gastrectomy procedure the device did not work and the firing knob is not moving properly.

Manufacturer narrative:
(B)(4). Date sent: 9/9/2024 d4: batch #715c12 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was received with no apparent damage, and with a reload present. The reload was received fully loaded with staples with the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and during functional test, the knob was noted stiff, and a visual inspection was performed on this area and damage was noted on the firing knob and knob lock. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the condition of the knob did not allow the knob to move freely. No conclusion could be reach on what caused the condition of the knob. It is possible that the condition of the swing tab in the locked position is related to the condition of the knob. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: with the instrument closed, the firing knob is rotated to either side of the instrument. In its pre-firing position, the firing knob cannot be rotated from its pre-firing position unless the alignment/latching lever is engaged. A manufacturing record evaluation was performed for the finished device batch number 715c12, and no non-conformances were identified. The lot#784c12 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? No